Event description:
It was reported that an ilet user experienced recurrent nighttime hypoglycemia and elected to return the device after training and a factory reset, noting feelings of being overwhelmed, a preference for more control, removal of the device during sleep, and difficulty with meal spacing due to prior gastric bypass. Symptoms included low blood glucose to 40 mg/dl with repeated lows within the same night, without loss of consciousness or need for medical assistance, and resolution with juice within 30 minutes. Outcomes included no hospitalization, no emergency treatment, and no long-term injury. Investigation included review of user feedback, device use history as reported, and internal assessment for adverse event characterization. Investigation of this case revealed no confirmed device malfunction and suggested potential use-related and physiological factors contributing to hypoglycemia, including intermittent device removal and altered meal patterns, with the device reported to provide low glucose alerts. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance. This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.